Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced leakage. It was reported that cassettes leaking on the primary plum sets. There was unknown patient involvement and unknown adverse event. Sample photo provided showing the label of the product.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
No 146870489 product samples were returned for investigation. One photograph was provided by the customer for evaluation. The photo shows the lot information. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The customer complaint of leaking cassette cannot be confirmed from the photograph provided. Corrected information can be found in b1, e4 and h6 component code.